Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "continuous downstream occlusion alarm" was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed continuous downstream occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.